Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified that there was a cut in the cuff surface. Functional testing found that the cuff would not hold air. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, this complaint product couldn't hold air due to the air leakage. There was no harm. There was a 0-5 minute delay to prepare another device. There was no spontaneous deflation, other instruments which included an emi device are unrelated to this incident. There was no adverse event reported as a result of this malfunction.